Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter, it is not possible to close the fire button, hence not possible to close reload. No patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, not re-sterilized *** additional information requested via email to (B)(6)*** please attach the proper source documentation to this ftr file. Can you confirm that product is available and will be returned for evaluation? Could you please provide the UDI# for the handle used in the procedure? What is the UDI# for the adapter used in the procedure? What was the device sterilization method? (Eto or autoclave) (1) what type of cleaning was used on this device? (Manual or auto-washer). What is the product ID and lot number for the reload u sed with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Could you please provide the UDI# for the reload used in the procedure? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)?

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the handle and adapter noted no abnormalities. During functional evaluation, the close button on the handle was only able to be depressed halfway. The handle was dismantled and it was observed that the magnet insert had been dislocated from the button plunger. No functional abnormalities were noted for the adapter. Replication of the reported condition may result from autoclave cycles combined with cleaning with an alkaline ph detergent. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a laparoscopy sigmoid procedure it was not possible to close the fire button, hence not possible to close the reload. There was no patient injury. There was no extension of incision. Surgery time was not delayed by more than 30 minutes. There was no blood loss nor tissue damage or loss. There was no change of procedure. No device fragment fell into the patient¿s cavity. There was no reinforcement material used. The device was not re-sterilized before use.